Manufacturer narrative:
The reported event was confirmed as manufacturing-related. One sample was confirmed to exhibit the reported failure. A photo sample of an orange urethral catheter was returned. In the photo the catheter was opened with the original packaging. The catheter was found to have a sharp bump along the catheter shaft. The device do not meet specification which states "reject/sharp lumps". A potential root cause for this failure could be "operator or machine error". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not required as the reported event is confirmed as manufacturing related. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the coude catheter was misshaped and misaligned and as per the photo sample the catheter was damaged externally.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the coude catheter was misshaped and misaligned and as per the photo sample the catheter was damaged externally.